Event description:
It was reported patient presented remotely. Remote transmission showed the patient's right ventricular (rv) lead exhibited oversensing due to noise. Additional information was requested and not received.